Event description:
Spontaneous call. Patient's mom reports tubing has been leaking from the port. Reports lot number of 4334409. Patient's mom reports this has multiple times. Patient was able to switch to different tubing with no issue. Photographs were not provided, this is a continuous infusion, set flow rate and volume delivered are unknown, no additional information is available at this time. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.